Manufacturer narrative:
Device 1 of 1. Contact office address: (B)(4). No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No lot number reported-cannot confirm vesta/fortune based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
Email received from product user facility that a patient developed a "stage 3 pressure injury associated with the use of the flexi-seal fms". Multiple attempts to collect additional information from the complainant, but no response received. No lot number reported within complaint email, no photos received depicting reported complaint issue.